Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00240.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil detachment handle (handle), pod coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to detach the first pod coil using the handle after several attempts were made. Therefore, the handle was no longer used in the procedure. The procedure was completed using a new handle, the same pod coil, and the same lantern. There was no report of an adverse effect to the patient.